Manufacturer narrative:
Device identification, device evaluated by MFR, device manufacture date: additional information. Manufacturer's investigation conclusion: the evaluation of returned device did not reveal a device-related issue. The pump was returned with the driveline cut approximately 2¿ from the pump body and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were returned and were secured to their respective pump ports. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii lvas IFU lists thrombus as an adverse event that may be associated with the use of the heartmate ii lvas. The IFU outlines the indications of thrombus and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the new device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient received a pump exchange due to suspected pump thrombus. No further information was provided.